Event description:
Aventis case ID: (B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a consumer via a product specialist and forwarded by our local affiliate (B)(4). Initial and follow-up info received on (B)(4) 2008 respectively were processed together. This case involves a (B)(6) female pt who received poly-l-lactic acid (sculptra) on (B)(6) 2008. Relevant medical history and concomitant medication info were not mentioned. On an unk date, the pt discovered a nodule beside her right nostril. The pt mentioned that this was her first treatment with poly-l-lactic acid and that she was only treated in the upper face (both temples at the cheekbone and upper part of the nasolabial fold). Corrective treatment, if any, was not specified. At the time of this report, the event remains ongoing. A ptc (pharmaceutical technical complaint) has been initiated:(B)(4). Reporter's causality assessment: not provided.

Manufacturer narrative:
Additional info received on (B)(4) 2008: ptc (B)(4) results were received. A brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Addendum for follow-up info received on 31-mar-2009: a company product specialist reported that poly-l-lactic acid was reconstituted with sterilized water: 5 ml of water +2 ml of 2% lidocaine. The total volume injected in each side of the face is unk, but the total amount injected was equal to 12 ml. No new info was available concerning outcome.